Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected from an intravenous (IV) catheter. This issue was further described as, ¿the pigtails were not staying attached to the IV catheter and are coming off when trying to use them¿. The issue was identified during the unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10: concomitant product , h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed the printed side of the product. The reported condition is not clearly observed via the provided photograph and due to the nature of the sample, no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.